Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer also reported being dizzy and feeling that her sugar was high. No third medical party was involved. There was no report of death, serious injury or mistreatment associated with this event.